Event description:
On (B)(6) 2024, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 14 jul 2024 the patient developed peritonitis and was hospitalized from (B)(6) 2024. It was reported that the a suture was placed on the external triangle bumper during the admission and the tubing was able to be mobilized during the hospitalization. On (B)(6) 2024, duodopa therapy was initiated and the suture was removed. It was reported that the tube mobilization was noted to be somewhat difficult. On 25 jul 2024, the tube mobilization was not possible and a gastroenterologist was consulted. An endoscopy revealed that the internal disc bumper was found to be buried in the stomach mucosa. The patient was readmitted to the hospital and awaiting surgery to remove the bumper and tubing.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis and buried bumper syndrome are known complications of a peg tube/ j-tube placement. Health effect clinical code of e2402 was chosen to capture the event of peritonitis and buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.